Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thermistor foley inserted into patient and read 39.5 on blanketrol cooling system as well as bedside monitor. Cooling initiated for with core temperature goal to be 38. After one hour, patient noted to have increased ventricular ectopy and was cool to touch. Temperature noted to be 39.1 on blanketrol cooling machine as well as via cable to read from philips bedside monitor. Temporal temperature noted to be 35.6. Thermistor foley catheter replaced with temperature reading 38.0 on both monitors, with the first thermistor foley reading 39.1, a noted temperature difference. Hospital user stated inaccurate reading of thermistor foley.